Manufacturer narrative:
One epidural pain management kit product was returned for analysis. The catheter was connected to an epifuse filter and water was injected; leak observed from the loop near the hook of the catheter. A small hole was noted and observed to at the contact part of the hook/filter cover. Based on the evidence, the complaint was confirmed but the root cause is unknown. It was reported to be unlikely that the damage would be caused by the filter/hook cover and that it is possible that it had come in contact with a sharp object.

Event description:
Information was received indicating that during use of a smiths medical portex® epidural was reported to be leaking fluid. There were no reported adverse patient effects.